Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, the device was found in backup vvi mode. The cause of the backup vvi was unknown, however, upon investigation, the device was found to have reached the normal elective replacement indicator (eri). The device was explanted and replaced due to the normal eri. The patient was stable.